Event description:
It was reported that the patient never had therapeutic effect and that he only would feel "shocks" that don't mask any pain. The patient reportedly had the stimulation implanted for pain relief in his lower leg and feet, but the stimulation had never really helped since implant. It was noted that the patient's trial was "a delight." Additional information received reported that the patient was still having concerns with the device or therapy but had not sought further help. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID ne u_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient and from a patient on (B)(6) 2017. They noted that their trial worked really well and they got good results, but their implantable neurostimulator (ins) was nothing but trouble. No further complications were reported/are anticipated.